Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter phone: (B)(6). Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2023. The patient had advanced malignancy with ascites, a stone in the bile duct and had a prior percutaneous drain in the bile duct. During the procedure, the axios cautery did not fully work when the device was attempted to be advanced through the small bowel. A cystotome was used to create a puncture, and a non-boston scientific device was implanted to complete the procedure. No patient complications were reported due to this event and the patient's condition was reported to be stable. Note: it was reported that the axios stent was placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instruction for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.